Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the hospital during follow-up. Episodes of non-sustained vt due to noise on the lead were noted. All measurements were in range. The physician decided to continue to monitor the patient more frequently. The patient did not have any complications.